Event description:
It was reported that a fracture was suspected for this right atrial lead. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 210 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that a fracture was suspected for this right atrial lead. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.